Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level from this issue. Technical support decided to replace the pump, and the caller was instructed to send the damaged pump back using a pre-paid label within 10 days. The customer understood how to put the pump into storage mode before returning it and would continue using their current pump as a backup until the replacement arrives.